Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional regarding a patient having spinal therapy for primary osteoporosis (compression fracture). It was reported that when 0.8cc of cement was injected from one side into t10, it was noticed that the cement had leaked, so a CT scan was performed immediately. The cement appeared to have spread horizontally across the anterior surface of the vertebral body, possibly segmentally. It did not reach any major blood vessels.no additional cement was injected; the wound was closed after rod implantation. There was no issue with the screw itself; it was suspected that there isan issue with screw placement position. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Radiographic image review: lateral fluoroscopy shows pedicle screws with cement augmentation (levels not specified). Lateral x-ray shows no obvious cement extravasation. Ap view suggests a t10¿l2 construct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.